Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation even after several reprogrammings. The patient underwent an explant procedure. Explanted device will not ber returned. No further information could be obtained.